Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/4/2021 it was reported by a sales representative via sems that the tip of the ar-9625 3.0 hex driver, snapped off inside the head of the screw and could not be removed. This was discovered during use in a procedure on (B)(6) 2021. While inserting a 5.5 locking screw into a 28 standard mgs baseplate, the surgeon reported the screw seemed to cross thread and while trying to fully seat the screw, it snapped. The case was completed after the 42 plus 4 glenosphere was placed on with the threaded inserter to determine if it would fully seat with the driver fragment protruding from the screw head.